Manufacturer narrative:
The returned nail fragments were examined visually under magnification. This identified beach lines, indicative of low cycle fatigue failure. It appears that cracks propagated from both sides of the hole. After passing through approximately 1/2 of the nail thickness, the beach lines disappear and the failure surface transitions from fatigue to ductile. Additional mdrs associated with this event: 3025141-2019-00114: screw.

Event description:
A polarus 3 nail and screws were implanted in the patient in (B)(6) 2017. Sometime post operatively, the fracture became a non union and the nail broke. In (B)(6) 2018, the nail and screws were removed and replaced with a plate and screws.